Event description:
According to the reporter, when the nurses went to use the 23cm (centimeter) line for dialysis as usual, the nurses noted that the cuff was out and the line was dislodged. The line did not fall out completely when the patient was at home. For clinical vision notes, the machine alarmed with poor arterial pressure then noticed that half of her line been out. Dialysis was stopped and no wash given . Bloods sent for fbc and u<(>&<)>e. They contacted the medical staff. Renal regulatory came and removed the line. Post obs been fine and these information were all that had been documented in regards to line displacement. The patient was changed to daily dressings with inadine and two opsites on (B)(6) 2023 rather than our standard weekly chg dressings due to itchy skin around the dressing. Flushing was done prior to use and the line must have flushed well enough to use for the patient to have been put on dialysis. There were no damages found on the product and there were no other products utilized with the device. Standard cleaning of dialysis cath eters in out unit was with green clinell device wipes 2% chlorhexidine 70% alcohol and bd chloraprep on dressing change days. The device was disposed of as clinical waste on removal. The tunneled line of the device was replaced as intervention and proceeded to treatment and treatment was completed. There was blood loss of about 300ml and if no washback was given then the whole circuit will have been lost. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: a2, a3, a4, b3, b5, b7, d1, d2, d4(model#, catalog#, expiration date, lot#, UDI#), d8, e1(facility name), g3, g4, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurses went to use the 23cm (centimeter) line for dialysis as usual, the nurses noted that the cuff was out and the line was dislodged. There was no reported patient outcome.